Event description:
It was reported that during an unk procedure that the device could not fire. Another device was used to complete the case. There was no adverse pt consequence.

Manufacturer narrative:
Eval summary: one device was returned with the knife and wedge bands exposed; otherwise in good visual condition and with no cartridge loaded. Upon further visual inspection, the right wedge band was noted to be bent inwards. No functional test could be performed as the firing mechanism was noted to be damaged. When disassembled, the right wedge band was bent and the knife and left shroud pinion axle support were damaged. The mfg records were reviewed and no anomalies were found during the mfg process. Complaint info is trended on a regular basis to determine if further investigation is warranted.